Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. A visual inspection and functional testing were performed. The f-38 alarm was identified during the functional testing. The cause of the condition was determined to be damaged force sensing resistors. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.